Event description:
It was reported that the external pulse generator (epg) did not capture at the rate that was set. Of note, the patient would have pauses with no intrinsic heart activity. The epg was returned for repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional testing and bench testing. It was noted the interconnect flex was bent incorrectly. (B)(4)